Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (rep,hcp): information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that there was a potential lead migration and a loss of therapy. Previously the patient had good therapy. Since (B)(6) 2018, the same programming did not elicit good coverage of the needed areas and was causing pain. The patient had multiple surgeries in the time frame that they referenced. During impedance testing electrode 13 failed. X-rays would be performed on (B)(6) 2018 to check if the leads had migrated. Reprogramming was performed but good coverage could not be achieved. The issue was not resolved at the time of the report. Additional information was received from the hcp via a representative on (B)(6) 2018 reporting that it was confirmed that there was no lead migration. The leads were still posterior. The patient would be having the system removed so that they could get an MRI. Due to other medical issues, the hcp was requesting an MRI for the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep had called in to follow up on the patient. The current plan is to have the patient be referred to a different doctor for explant. This explant would include the removal of their medtronic ins and implant of boston ins using medtronic leads that are current. The caller wanted to inquire if there's a possibility that during the surgeries if there could have been an interaction that lead up to this issue. It was reviewed with the caller that without knowing what exactly happened during the patient's surgeries there is no concrete answer, but there is the possibility that an interaction could have occurred. The caller's plan is that she wants the patient to move to the current model of ins and have their current ins explanted and sent back for analysis. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed that the device was still implanted and the surgery was not yet scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported that the patient had a surgery on (B)(6) 2019, to move the leads lower due to their lack of appropriate coverage. The rep ran impedances at 0.7 and 1.5v and got xxx values. It was reviewed that interruption in communication between the clinician programmer and ins can cause xxx impedance results. The rep then reran impedances and found that all values were normal. No further complications were reported.